Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room suspecting they were suffering from premature ventricular contractions (pvc), however, upon interrogation it was reported that the patient experienced pocket stimulation, muscle stimulation and nerve stimulation. It was also reported that the implantable pulse generator (ipg) did not correctly display an ongoing atrial arrhythmia episode. On attempting to reprogram the right ventricular (rv) lead to bipolar, the lead exhibited high thresholds. It was also reported that the rv lead exhibited high impedance. The lead was subsequently capped and replaced and the ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was further reported that the implantable pulse generator (ipg) was not correctly displaying an ongoing atrial arrhythmia episode. An attempt was made to reprogram the rv lead. However, the patient experienced muscle and nerve stimulation. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.